Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12913. It was reported the patient's left lead migrated and stimulation was lost. The physician removed and replaced the lead. The patient was implanted with two octrode leads from two lot numbers. It is unknown which lead was explanted, therefore, both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.